Event description:
It was reported following a left heart catheterization from the right femoral artery a 6f angio-seal vip was deployed. A transient loss of pulse to the right foot occurred and after the physician was notified the pt was discharged from the outpatient department with an inr level of 1.8. Two days later on (B) (6) 2010, the pt reported to another hospital with a hematoma and a hemoglobin and hematocrit (h&h) levels of 11.5/33.8. Three days later on (B) (6) 2010, the pt reported back to the hospital with a large hematoma and a h&h levels of 7.0/20.4. The pt was diagnosed with a pseudoaneurysm and received a thrombin injection procedure in radiology for treatment. The pt was transfused with 4 units of packed red blood cells (prbc). Two days later on (B) (6) 2010, the pt's inr level was 2.9 and on (B) (6) 2010, the h&h level was 10.8/31.2 with a white blood count (wbc) of 17.1. On (B) (6) 2010, the pt had an arrest and expired. The pt was taking anti-coagulant medication of aspirin, furosemide, warfarin, amiodarone, and terazosin.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk or situation associated with the use of the angio-seal device or vascular access procedure. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.